Event description:
A consumer reported she saw streaks when she looked at bright lights following intraocular lens (iol) implant surgery. She reported the surgeon told her the measurements were incorrect and that a piggyback lens was implanted. She stated for vision is more clear but she still see streaks when she looks at bright lights. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).